Event description:
On or about reported event date, pt underwent a tonsillectomy and adenoidectomy. The pt suffered severe burns to their face during the procedure. The pt suffered an extremely painful healing process and is expected to undergo plastic surgery to repair disfigurement. Lawsuit in-process.